Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the gastroscopy using the subject device, the blue lines appeared on the endoscopic image intermittently. The procedure was completed with the subject device. Olympus medical systems india private limited (omsi) checked the subject device and found that the image of the subject device became greenish after 20 to 30 minutes from turning power on and the electrical circuit board had failure. There was no report of patient injury associated with this event.